Event description:
It was reported that the patient was experiencing discomfort and masses were noted via imaging around a well fixed unknown prosthesis. On (B)(6) 2023, surgeon debrided masses and when the head was removed, trunnion debris was present. Surgeon chose to replace head with a delta ts in hopes that the similar metals would reduce further debris generation. This was a relatively extensive debridement and patient continued to have bloody drainage post surgically. This was captured on (B)(4). On (B)(6) 2023, an I&d and surgical exploration to locate any bleeders took place and the surgeon chose to exchange head. There was no issue with the head, rather the environment it had been located in due to continued bleeding. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.